Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation as the system is currently working without issue.

Event description:
A site representative reported that, while in a spinal fusion procedure the imaging system was not able to communicate with the navigation system. It was not possible to send images to the navigation system. There was no impact on the patient outcome as a result of this issue. No additional information was provided.